Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no insulin flow blocked alarm. The customer¿s blood glucose was 300, 366, 308 mg/dl. The customer was thirsty due high blood glucose. The customer was treated with the insulin pump. The customer declined troubleshooting. The customer declined to check for possible site or insulin issues. The customer was advised that the insulin pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin and if they have concerns their insulin pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.